Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an increase in left ventricular capture threshold was observed. X-ray imaging found the lead to be dislodged. It was noted that the threshold increase had occurred approximately two years after implant. No patient symptoms were reported. The lead was successfully explanted and replaced on (B)(6) 2016.